Manufacturer narrative:
(B)(4): physio-control advised the biomedical engineer that their monophasic device is no longer supported by physio. It was later confirmed by the customer that they have permanently removed the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would no longer power on. There was no patient use associated with the reported event.